Event description:
It was reported to philips that the device was able to obtain an ECG reading with 4 leads but was unable to obtain the 12 lead unless squeezing the connection. The device was in use, however there was no adverse event.